Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary tract infection, urge incontinence, dysuria, frequency, urgency and cystocele. A colporrhaphy with native tissue was performed.